Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. Per visual inspection of the returned device, the following information was gathered: compression along the flex shaft and flex shaft material was peeled off at approximately 40 mm from the flex tip. The damage area measured approximately 60mm. Crimped valve over inflation balloon and bunching on balloon pumpkin. Radial tear in the crimping balloon material on the balloon shaft bond. Double wall thickness of the crimp balloon was taken and the measured components were within specifications. The device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon torn was confirmed based on the condition of device return. However, no manufacturing non-conformance was identified during the evaluation. A review of the DHR, complaint history review, and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. The complaint report states, 'valve failed to inflate as balloon burst' in conduit pulmonic position by transfemoral approach. It is possible that patient factors contributed to the complaint event. The delivery system may have interacted with the patient's pre-existing conduit while tracking, which may have resulted in damaging the balloon and flex shaft. However, without the returned of applicable imagery, there is insufficient information to determine a root cause. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective and preventative action nor pra is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in (B)(6). As reported a patient underwent an implant of a 29mm sapien 3 valve in a pulmonic conduit by transfemoral venous approach. During valve deployment, the balloon failed to inflate. The commander delivery system was withdrawn and new system was successfully used.